Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
On (B)(6) 2018 11:00:54 (B)(6). Npi not confirmed. Unit received unexpectedly. Fedex tracking number (B)(6). Please note: unit is not marked received/prcd until there was no patient involvement is confirmed for repairs and/or additional information is received/confirmed by customer on (B)(6) 2018 12:45:55 (B)(6). There was no patient involvement confirmed. (B)(6). $(B)(6). Please charge repairs to credit card: (B)(6). (B)(6) 2018 08:44:35 (B)(6). Customer stated will not turn on was confirmed due to a bad lithium battery that lost calibration parameters, replaced it a new lithium battery. Performed pm and full calibration passed. On (B)(6) 2018 09:00:48 (B)(6). (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).